Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp standard bore catheter extension set leaked. This occurred during patient use. It was stated that the extension line ruptured when injecting under pressure. The contrast leaked after the rupture. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation contaminated with blood. During visual examination, the tubing was observed burst. Clear passage and pressure testing were performed. The device failed testing due to burst tubing. The reported condition was verified; however, the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.